Event description:
Caller alleged imprecision with inratio meters. Results as follows: pt 1: date: (B)(6) 2010, inr: 1.0, 1.7. Pt 2: date: (B)(6) 2010, inr: 0.7, 1.8. Customer received discrepant results on a coumadin pt, but did not have results. They decided to test 2 non-oac patients using the same lot on two separate meters (inratio & inratio 2). (Results above).

Manufacturer narrative:
Investigation pending.